Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Additional information received on 10/31/2023 that stated there was no complaint with against the device; it was reported to the manufacturer in error. The customer rescinded the allegation. The device will not be returned, and no investigation will be performed.